Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. On (B)(6) 2026, the patient was attempting re-connect a cgm after previous hospitalization. The patient reported that cgm had stopped reading previously. It remained unclear how the failure contributed to the hospitalization and there was no additional information provided about the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.